Manufacturer narrative:
Received one 60-6085-201a in unoriginal package. Lot number was not verified. Performed a visual inspection, the vcare was completely disassembled. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6085-201a, vcare 200a - medium, device was being used during a robotic assisited hysterectomy procedure on (B)(6) 2024 when it was reported ¿v-care placed into the uterus and cervix to allow for manipulation. When time to remove v-care from vagina, resident deflated cuff and went to pull out device. The handle of the manipulator broke and left a remaining portion of the vcare inside vagina.¿ further assessment questioning found that ¿when it was time to remove the v-care from the vagina, resident deflated the cuff and went to pull out the device. At this time, the handle of the manipulator broke off and left a remaining portion of the manipulator inside the patient's vagina still attached to the uterus and cervix. The doctors then needed to preform additional invasive maneuvers to remove the uterus and cervix along with the other parts of the v-care. Once out, the surgical team inspected each individual piece of the v-care to ensure all pieces were out. The uterus was then dissected on the back table to remove the balloon. All pieces of the device were placed in the original packaging and tagged in a biohazard bag and brought to managements office for further investigation.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet reveiced.

Event description:
The customer reported that the 60-6085-201a, vcare 200a - medium, device was being used during a robotic assisited hysterectomy procedure on (B)(6) 2024 when it was reported ¿v-care placed into the uterus and cervix to allow for manipulation. When time to remove v-care from vagina, resident deflated cuff and went to pull out device. The handle of the manipulator broke and left a remaining portion of the vcare inside vagina.¿ further assessment questioning found that ¿when it was time to remove the v-care from the vagina, resident deflated the cuff and went to pull out the device. At this time, the handle of the manipulator broke off and left a remaining portion of the manipulator inside the patient's vagina still attached to the uterus and cervix. The doctors then needed to preform additional invasive maneuvers to remove the uterus and cervix along with the other parts of the v-care. Once out, the surgical team inspected each individual piece of the v-care to ensure all pieces were out. The uterus was then dissected on the back table to remove the balloon. All pieces of the device were placed in the original packaging and tagged in a biohazard bag and brought to managements office for further investigation.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.